Event description:
It was reported that the patient underwent a endometrial ablation procedure in 2006. During priming of the balloon, the surgeon noted that the balloon walls were somewhat stuck together. During the procedure, the physician was unable to maintain balloon pressure. The catheter was removed from the patient and a pin hole was noted in the balloon. A new balloon catheter was pulled and used to complete the case with no adverse patient outcome.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.